Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the correction factor and the carbohydrate ratio incorrectly into the pump settings. Customer's blood glucose was 253 mg/dl. Recommendation was made by tandem technical support to consult healthcare provider.